Event description:
It was reported that the patient underwent a spine fusion surgery on the lumbar region of his spine from l4 to s1, using rhbmp-2/acs. Reportedly, sometime postop, the patient began experiencing lower back and radiating leg pain. Radiographic images by the physician revealed unanticipated bone growth within the spinal interspace that pushed one of the cages, which caused it to extrude anteriorly into patient¿s retroperitoneal space. The patient reportedly experiences pain that radiates into his lower extremities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2000 patient underwent x-ray lumbar spine with obliques. Impression: no evidence of an acute osseous injury involving the lumbar spine. Mild lumbar scoliosis. On (B)(6) 2000, (B)(6) 2000: interval laminectomy at the l5-s1 interspace on the left side. There was postoperative fibrosis with what appears to be recurrent moderate disc protrusion just to the left of midline. This finding was not as pronounced as on the exam of (B)(6) 1996, but there was deformity of the dural sac with compression of the nerve root on the left side. Also, there was stable-appearing disc degeneration at the l4-5 level with minimal bulging of the annulus. On (B)(6) 2000, (B)(6) 2000 the patient was presented for office visit with lower extremity pain secondary to a recurrent disc herniation at the l5-s1 level. On (B)(6) 2000 the patient was presented for office visit with left lower extremity pain. Impression: examination revealed that a positive crossover sign at 90 degrees on the right and a positive maneuver at 80 degrees on the left. On (B)(6) 2000 the patient visited for follow up. On (B)(6) 2000 patient underwent left s1 transforaminal lumbar epidural steroid injection under fluoroscopy. On (B)(6) 2000 patient presented with left buttock pain and left lower back pain radiating down his left leg. His worst pain was in low back aggravated by sitting. The pain also radiated into his left groin. On (B)(6) 2000 the patient visited for follow up and complaint of left buttock pain and left lower back pain. On (B)(6) 2000 patient underwent MRI lumbar spine before and after contrast. Impression: there was a fairly prominent extradural defect on the left side at the l5-s 1 level. Most of this enhanced compatible with postoperative fibrosis, although there was some mass effect upon the thecal sac in this area most likely related to recurrent herniated disc as well with a similar appearance on the earlier study from (B)(6) 2000. There was also mild broad base posterior disc bulging at l4-5. The conus were normal. The vertebral body heights and disc spaces were well maintained. No spinal stenosis was seen. On (B)(6) 2000 patient presented for office visit to confirm date of surgery. On (B)(6) 2000 patient presented with diagnosis of lumbar hnp l5/s1. On (B)(6) 2000 the patient underwent lumbar discectomy on (B)(6) 2001 the patient presented for persistent pains in his lower back and left leg. Over the last couple of weeks, he had increasing leg discomfort characterized as a burning discomfort on the outside of the left foot. He has cramps in his left calf when he stood or walked for too long. On (B)(6) 2001 patient presented with left lower back pain radiating into the left groin and down the inner posterior aspect of his left leg to his foot. He described the left leg pain as a burning constant pain that was tolerable. He stated that when the pain was bad, he got cramping of his calf and foot which caused his foot to "twist." He described his back pain as an aching throbbing pain. The pain was aggravated by prolonged sitting, squatting, working bent over, it was better if he placed ice on his foot or lay down. On (B)(6) 2001, (B)(6) 2001, (B)(6) 2001, (B)(6) 2002, patient underwent left s1 transforaminal lumbar epidural steroid injection. On (B)(6) 2001 patient presented with left leg and lower back pain on (B)(6) 2002, (B)(6) 2002, (B)(6) 2002 patient presented with lower back pain radiating into the left leg. He described this pain as burning and occasionally going down the right leg as well. He stated that lying down with his legs up made the pain better. Also, sitting with legs up helped some. His pain increased about (B)(6) and he was unable to attribute this to anything in particular. He stated that climbing steps seems to worsen his low back pain. He stated that he did have occasional weakness in the left leg which was intermittent. He stated that he used a heating pad which helped. He had a tingling in his toes primarily on the left and stated that he had a spasm in his left calf sometimes. (B)(6) 2002 the patient presented with low back pain that radiated down his left leg to his foot. His left leg pain was as bad as the back pain. The back pain was across his low back, occasionally into the right groin. He described the pain as aching, throbbing, burning pain. On (B)(6) 2002 the patient presented for follow up of trial spinal cord stimulator. On (B)(6) 2002 patient presented with left leg and lower back pain. On (B)(6) 2002 patient presented for follow-up post permanent spinal cord stimulator insertion. On (B)(6) 2002 patient presented for staple removal following placement of permanent spinal cord stimulator and some incisional pain. On (B)(6) 2002 patient presented for follow up of placement of spinal cord stimulator for post laminectomy syndrome and complained that lower back pain was not affected by the stimulator. On (B)(6) 2002 patient presented with severe lower back pain despite spinal cord stimulator. On (B)(6) 2002 patient presented with lower back pain radiating down the right leg. On (B)(6) 2002 patient presented with complaints over the left foot area that is not being covered by the stimulator. On (B)(6) 2002 patient presented for follow up of low back pain and lumbar radiculopathy in the left lower extremity. He stated that his pain was covered by the stimulator in the left lower extremity, although he did occasionally have burning and cramping in the left lower extremity. On (B)(6) 2003, (B)(6) 2003 the patient presented for follow up of his chronic pain. On (B)(6) 2003 the patient was presented for follow-up of low back pain that radiated down the left leg at times. On (B)(6) 2003 the patient underwent epidural blood patch under fluoroscopy. On (B)(6) 2003, (B)(6) 2003, (B)(6) 2003 patient presented for follow-up evaluation. On (B)(6) 2003, (B)(6) 2003 the patient presented for office visit for re-evaluation and treatment of his pain. He continued to complain of low back, pain that radiates down the left leg to his foot. On (B)(6) 2003 the patient presented for follow up for evaluation and treatment of his pain. Patient underwent placement of intrathecal catheter for postoperative pain control. On (B)(6) 2003 patient presented for follow-up with some abdominal pain post-surgery. On (B)(6) 2003 patient presented for follow-up with low back pain radiating down lower extremities. On (B)(6) 2003, (B)(6) 2003, (B)(6) 2003 patient presented for post-operative deconditioning and back pain. On (B)(6) 2003 patient presented for numbness and weakness of the left leg. Patient had trouble with constipation and sleep. On (B)(6) 2003 patient presented for injury related elbow and arm pain. On (B)(6) 2003, (B)(6) 2003, (B)(6) 2004, patient presented for back pain radiating down legs and to groin area. He described the pain in the leg as a burning pain, the pain in his back as an aching, shooting and the pain did wax and wane in intensity. On (B)(6) 2003, (B)(6) 2003 patient presented for follow-up. On (B)(6) 2003 patient presented for back pain. On (B)(6) 2003, (B)(6) 2003, (B)(6) 2004 the patient presented for wound re-checks. On (B)(6) 2004, (B)(6) 2004 patient underwent left sided lumbosacral facet injections, diagnostic and therapeutic levels l2 -3, 3-4, 4-5 and 5-s 1. On (B)(6) 2004 patient underwent CT abdomen. Impression: essentially negative CT of the abdomen with IV and oral contrast. (B)(6) 2004 patient presented with left shoulder pain. On (B)(6) 2004 patient underwent radiofrequency denervation on the left lumbosacral facet joints, levels l3-4, 4-5 and 5-s 1. (B)(6) 2004, (B)(6) 2004, patient presented with low back, into his groin on the left side and some into the right side. On (B)(6) 2004 patient underwent left l5 transforaminal lumbar epidural steroid injection under fluoroscopy. On (B)(6) 2004 patient presented for office visit. On (B)(6) 2005 patient underwent right shoulder x-ray complete. Impression: there was narrowing of the acromioclavicular joint with h ypertrophic bone about the distal clavicle as well as the acromion with what appear to be small osteophytes projecting inferiorly. This could be related to impingement. No fracture or dislocation was seen. On (B)(6) 2005 patient underwent CT of the right shoulder. Impression: there was air within the deltoid muscle of uncertain clinical significance. Correlation with physical exam was recommended. Although air within the muscle suggests the possibility of significant infection, an infection of this severity would be evident by gross erythema and swelling at physical exam. In the absence of these findings the possibility of air related to therapeutic injection was considered. On (B)(6) 2005 patient underwent right shoulder arthrogram. Impression: a few small soft tissue calcifications were noted adjacent the humeral head compatible with calcific tendonitis. On (B)(6) 2005 patient underwent ultrasound of the liver. Impression: the liver was normal in echotexture. The common hepatic duct was not dilated and measures 2.3 mm. The gall bladder was normal. The pancreas was normal in contour. The right kidney was normal in contour with no hydronephrosis seen. The visualized portions of the abdominal aorta are normal in caliber. No free fluid collection was seen. On (B)(6) 2006 patient underwent x-ray ap, lateral and oblique views of the lumbosacral spine. Impression: the one on the right at l4-5 level has moved laterally out of the interspace. The patient had surgical clip overlying l3, l4 and l5 as well as stimulation wires extending up into the lower thoracic vertebral canal on the left side. There was no evidence of subluxation of the vertebral bodies seen on the lateral view. Acute changes were not present. On (B)(6) 2006 patient underwent x-ray of chest pa & lat. Impression: normal heart and lungs. On (B)(6) 2007 patient underwent CT scan of lumbar spine with contrast. Impression: mild l2-3, l3-4 and l4-s1 diffuse disc bulges with slightly more prominent protruding broad based disc material within the right paracentral to the right lateral location abutting the exiting nerve root l4-s1. 2) mild to moderate lumbar spondylosis at l3-4 and l4-s1 and to a lesser degree l2-3. 3) postoperative changes involving l3-4 and l4-s1. 4) left lateral displacement of the left l3-4 intervertebral device. 5) the s1 vertebral body is a transitional vertebra. On (B)(6) 2007 patient underwent CT scan of spine lumbar without contrast. Impression: 1) mild l2-3, l3-4 and l4-s1 diffuse disc bulges with slightly more prominent protruding broad based disc material within the right paracentral to the right lateral location abutting the exiting nerve root l4-s1. 2) mild to moderate lumbar spondylosis at l3-4 and l4-s1 and to a lesser degree l2-3. 3) postoperative changes involving l3-4 and l4-s1. 4) left lateral displacement of the left l3-4 intervertebral device. 5) the s1 vertebral body was a transitional vertebra. On (B)(6) 2007 patient underwent x-ray of lumbar spine lat/flex/ext only. Impression: mild loss of flexion and extension movements. On (B)(6) 2008 patient underwent x-ray of chest single view. Impression: no acute cardiopulmonary abnormality or significant interval change. On (B)(6) 2008 patient underwent ap and frogleg left hip. Impression: mild acetabular degenerative change. Convexity at the femoral head neck junction on the frogleg view. These findings can be seen with femoral acetabular impingement. On (B)(6) 2008 patient underwent thoracic spine ap and lateral 2 images. Impression: neurostimulator was again demonstrated in place. On (B)(6) 2008 patient underwent x-ray of lumbar spine with flexion and extension. Impression: no interval change. On (B)(6) 2008 patient underwent CT scan of the chest abdomen, pelvis, cervical and thorax. Impression: 1) no acute traumatic abnormality demonstrated within the chest, abdomen, or pelvis. 2) bilateral axillary adenopathy. Clinical correlation requested. 3) postoperative changes in the lower lumbar spine with subcutaneous electronic stimulator. X-ray of chest single view impression: no active cardio pulmonary disease. On (B)(6) 2010 patient underwent pa and lateral chest x-ray. Impression: no evidence of acute cardiopulmonary disease demonstrated. On (B)(6) 2010 patient underwent s-ray of pelvis ap. Impression: minimal degenerative changes in the hip. Other chronic and postoperative changes. On (B)(6) 2011 patient underwent x-rays of chest pa sand lat. Impression: no acute cardiopulmonary pathology identified. On (B)(6) 2011 patient underwent two views of left hip. Impression: mild left hip osteoarthrosis. On (B)(6) 2011 patient underwent 2 views of left hip. Impression: minimal degenerative changes. On (B)(6) 2012 patient underwent x-ray of left xoic shoulder complete. Impression: neer acromioplasty with mumford procedure previous rotator cuff repair with lateral calcific spur. On (B)(6) 2012 patient underwent two views of the lumbar spine. Impression: degenerative and postoperative changes. On (B)(6) 2015 patient underwent x-ray of chest pa and lat. Impression: no acute cardiopulmonary process was identified. There is a .8 cm nodular density at the right lung base. This may represent a nipple shadow artifact, but follow up with nipple markers is recommended to exclude a noncalcified nodule. On (B)(6) 2015 patient underwent 2 views of chest with nipple markers. Impression: minimal basilar infiltrates versus bronchitis. On (B)(6) 2015 patient underwent x-ray of chest pa and lat. Impression: there was minimal atelectasis at the right lung base, but there was no clear evidence of pneumonia.

Manufacturer narrative:
(B)(4).

Event description:
Per medical records, it was reported that on on (B)(6) 2011, patient presented for follow-up on left groin pain, anxiety disorder, low back pain, nerve stimulator implant, hyperl ipidemia, hypertension, male impotence, insomnia and tobacco abuse. On (B)(6) 2011, patient presented for follow-up on abdominal pain, anxiety disorder, low back pain, nerve stimulator implant, depression, glycosuria, hyperglycemia, hyperlipidemia, hypertension, insomnia, male impotence, hip pain and tobacco abuse. On (B)(6) 2012, patient presented for follow-up. On (B)(6) 2012, patient presented for follow-up on back pain, radiating back pain, hyperlipidemia, hypertension and nerve stimulator implant. Patient reported constipation, hemorrhoids, bright red blood in stool and perirectal rash with itching. On (B)(6) 2013, patient presented for follow-up on diabetes mellitus type-2, hypertension. Patient reported enlarged tender groin nodes. On (B)(6) 2013, patient presented for follow-up on diabetes mellitus type 2, headache, hyperlipidemia, hypertension and chronic pain. Patient reported headache, nausea, vomiting, diarrhea and abdominal cramps. On (B)(6) 2014, patient presented for follow-up on chronic pain, long term drug therapy, low back pain, lumbosacral radiculopathy and spasms of back muscle. Patient reported erectile dysfunction. On (B)(6) 2014, patient presented for follow-up on hypertension, chronic pain, tobacco dependence syndrome and type 2 diabetes mellitus. On (B)(6) 2015, patient presented for follow-up on hypertension, diabetes, chest pain and cough. Patient reported chronic back pain. Patient was assessed with chest pain, chronic low back pain, constipation, hyperlipidemia, tobacco dependence, lumbosacral radiculo pathy, spasms of back muscle and vitamin d deficiency. On (B)(6) 2015, patient presented with basal pneumonia, chest congestion, chest pain, chronic back pain. On (B)(6) 2012, patient presented for follow-up. On (B)(6) 2013 the patient underwent colonoscopy. On (B)(6) 2013 the patient was presented for office visit with pain to lower back and left groin. Musculoskeletal examination: back pain, limitation of joint movement and muscle pain. Psychiatric examination: difficulty in sleeping, mood swings, feeling anxious, depression. Assessment: back pain, low lumbago; radiculopathy. On (B)(6) 2014 the patient presented with complains of low back pain (lumbago). Assessment: back pain with radiation-status post nerve stimulator implantation; lumbago; constipation. On (B)(6) 2014 the patient presented with pain in back and left groin and leg. On (B)(6) 2014 the patient presented with lumbar radiculopathy and underwent low back left l5-s1 transforaminal epidural steroid injection. On (B)(6) 2014 the patient called to the office due to severe pain. On (B)(6) 2015, (B)(6) 2014 the patient presented with complains of chronic pain in lower back and spasms of back muscles and for medication refills. On (B)(6) 2015 the patient presented for a follow up and complained of pain getting worse. Assessment: lumbosacral radiculopathy-left lower extremity pain, chronic, low back pain and spasm of back muscles. On (B)(6) 2015 the patient underwent the following procedure: left l4/5 transforaminal epidural steroid injection under fluoroscopic guidance. Assesment: lumbosacral radiculopathy- left lower extremity pain, chronic, lumbosacral spondylosis. On (B)(6) 2015 the patient presented for an office visit with complains of pain in lower back, legs and feet, lumbosacral spondylosis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2000 the patient was presented for office visit with severe left lower extremity pain. His examinations revealed that an absent left ankle reflex, diminished straight leg raising on the left side. He underwent MRI scan of lumbar spine. Impressions: recurrent disc herniation at the l5/s1 level on the left. On (B)(6) 2000, the patient was presented for office visit with leg pain when he ambulates. On (B)(6) 2000, the patient was presented for office visit with left lower extremity pain. On (B)(6) 2000, the patient was presented for office visit with pain that starts in the left buttock and radiates down to the left foot and also radiates into the left groin. Review of systems: sleep disturbances, neck pain, left shoulder pain, depressions. On (B)(6) 2000, the patient underwent redo l5/s1 discectomy on the left. Preoperative diagnosis: hnp l5/s1 left, recurrent. Pain assessment: left sided l5-s1 disc herniation, lumbar degenerative disc disease, reactive depression. On (B)(6) 2001, the patient underwent MRI of the lumbar spine. Impressions: postoperative changes at l5-s1. There is mild posterior right lateral protrusion of the l5-s1 disc with postoperative changes noted in the midline and to the left at this level. On (B)(6) 2002, the patient was presented for office visit with pain described as aching, throbbing and burning sensations. Reported low back pain radiating down to his left leg to his left foot. Review if systems: dizziness, nausea, gi pain, headaches and sleep disturbances. The patient also underwent placement of dual lead pisces compact medtronic spinal cord stimulator leads. Preoperative diagnosis: post lumbar laminectomy syndrome, lumbar radiculopathy. Lumbar degenerative disc disease with mechanical low back pain. Preop notes: a passing end was placed on the tunneling device and one end of each of the permanent extensions was then placed into the passing end of the tunneler. The tunneler was pulled back through ton the midline site thus tunneling both of the permanent extensions. The synergy spinal cord stimulator generator was brought into the field. The ends of the extensions and the pocket site then were connected to the generator and the screws were tightened using the hex nut screw driver. The left extension was placed in the front, the right in the back. The generator was then placed into the pocket. On (B)(6) 2002, the patient underwent following procedures: removal of old spinal cord stimulator lead, placement of new spinal cord stimulator lead, adjustment of existing spinal stimulator lead, placement of a permanent spinal cord simulator generator. Preoperative diagnosis: post lumbar laminectomy, lumbar radiculopathy, lumbar degenerative disc disease and lumbar spondylosis. Preop notes: the silastic boots were removed from the connections and the connections with remaining portion of the extensions were removed from the leads using a hex nut screwdriver. These excess portions of the old extensions were then discarded. The epidural space was reconfirmed with the loss of resistance technique. A blank probe then was passed up through the needle into the epidural space without difficulty. Following this the new compact lead was placed into the epidural space. The tip of the lead and stylet were bent slightly to aid to the fluoroscopic guidance. The lead was guided up into the t8-t9 region. I was then able to stimulate and move the lead multiple times until we were able to get coverage of his low back and both of his legs with this lead. On 02/11/2003 the patient underwent lumbar epidural steroid injection using s1 transforaminal approach on the left side. Preoperative diagnosis: mechanical low back pain with lumbar degenerative disc disease and lumbar spondylosis. Post lumbar laminectomy syndrome with lumbar radiculopathy. On (B)(6) 2003, the patient was presented for office visit. Assessments: mechanical low back pain with lumbar degenerative disc disease and lumbar spondylosis status post previous back surgery with known degenerative changes at l5-s1. Also post lumbar laminectomy syndrome with lumbar radiculopathy. On (B)(6) 2003, the patient underwent a surgery. Per-op notes: after reaming the first side the spacer was placed and then the contralateral side was reamed. As the contra lateral side was reamed and with removal of fragments of disc, after each reaming session, by removing the reamer and using long pituitary rongeurs. Then an 18mm by 19.5mm times 23mm interbody cage , having been packed with some bone morphogenic protein on appropriate sponges, was advanced, under near constant lateral fluoroscopic control, until such point. On (B)(6) 2003, the patient was presented for office visit with back problems. Impressions: herniated disc l4-5. On (B)(6) 2003, the patient underwent anterior lumbar interbody fusion, via cage fusion with rhbmp-2/acs bone graft. Preoperative diagnosis: discogenic back pain in need of a lumbar fusion. Per-op notes: as the contralateral side was reamed and with the removal of the fragments of disc, after each reaming session, by removing the reamer and using the long pituitary rongeurs. Then, an 18mm by 19.5mm times 23mm interbody cage, having been packed with bone morphogenic protein on appropriate sponges, was advanced, under near constant lateral fluoroscopic control. Then the double barrel mechanism was removed from l5/s1 interspace, meticulous hemostasis was achieved and no bleeding was seen. Then exposure of anterior aspects of above lumbar vertebrae in order for neurosurgical addressing of above lesions. On (B)(6) 2003, the patient was presented for office visit with hbp, back pain. Assessment: benign essential htn, hyperlipidemia, impotency, chronic low back pain w/ recent lumbar spine surgery. On (B)(6) 2003, the patient underwent x-rays of the lumbar spine. No complication was reported. On (B)(6) 2003, the patient underwent following procedures: removal of old spinal cord stimulator generator. Placement of new spinal cord stimulator generator. Removal of defective spinal cord stimulator lead. Placement of new spinal cord stimulator lead. Preoperative diagnosis: post lumbar laminectomy syndrome with chronic lumbar radiculopathy. Lumbar degenerative disc disease, lumbar spondylosis. End of spinal cord stimulator generator battery life. Failure of spinal cord stimulator lead. On (B)(6) 2004, the patient was presented for office visit with chronic back pain. Impressions: status post lumbar fusion, chronic back pain, radicular symptoms with muscle weakness of the left lower extremity. Decreased functional abilities. On (B)(6) 2008, the patient was presented for office visit with back pain radiating down to his groin, sleep disturbances, profound weakness in his lower extremities bilaterally. Musculoskeletal examinations: unable to heel or toe walk as he was too weak to stand, some decreased strength at plantar flexion, dorsiflexion of the ankle, at knee flexion and plantar flexion devices. Decreased sensation, but some pain associated with deep palpation in that area. Impressions: post laminectomy syndrome, lumbar radiculopathy, spinal cord stimulator placed for radicular pain, possible lumbar spondylosis without myelopathy, facet arthropathy, s-I joint dysfunction. On (B)(6) 2008, the patient was presented for office visit with chronic back pain. Impressions: low back pain, spinal cord stimulator, lumbar spondylosis, severe loss of height at the l3-4, and l4-5 levels, facet arthropathy, sacroiliac joint dysfunction, lumbar radiculopathy, displaced disc space devices to the left. On (B)(6) 2008, the patient underwent bilateral lumbar diagnostic facer injections at l3-4, l4-5 and l5-s1. On (B)(6) 2008, the patient was presented for office visit. Impressions: longstanding back pain, lumbar radiculopathy, spinal cord stimulator, lumbar spondylosis without myelopathy. On (B)(6) 2008, the patient underwent right l2 to s1 radio frequency thermocoagulation to medial branch nerves. Preoperative diagnosis: lumbar spondylosis without myelopathy, facet arthropathy, low back pain. On (B)(6) 2008, (B)(6) 2009, the patient was presented with chief complaint as lumbar radiculopathy, post laminectomy, lumbar spondylosis without myelopathy, low back pain. Impressions: lumbar radiculopathy, lumbar spondylosis, chronic back pain, low back pain, previous history of spinal cord stimulator for lumbar radicular pain. On (B)(6) 2009, the patient underwent left lumbar l3, l4, l5 radiofrequency thermos coagulation of medial branch nerves under direct fluoroscopic guidance. On (B)(6) 2009, the patient was presented for office visit with pain to low back and left groin. Assessments: lumbar radiculopathy, lumbar spondylosis, 3) left hip degenerative joint disease. History of the spinal cord stimulator for lumbar radiculopathy. On (B)(6) 2009, the patient underwent left l5-s1 transforaminal epidural steroid injection under fluoroscopic guidance. On (B)(6) 2009 , 2010 ,the patient was presented for office visit with low back pain and left groin pain. Assessments: lumbar radiculopathy, lumbar spondylosis, left hip degenerative joint disease. History of the spinal cord stimulator for lumbar radiculopathy. On (B)(6) 2009, the patient underwent caudal epidural steroid injection under fluoroscopic guidance. Preoperative diagnosis: lumbar radiculopathy, back and leg pain. On (B)(6) 2009, (B)(6) 2010, the patient was presented for office visit with low back pain and left groin pain. Assessments: lumbar radiculopathy, lumbar spondylosis, left hip degenerative joint disease. History of the spinal cord stimulator for lumbar radiculopathy. On (B)(6) 2010, the patient underwent left hip intra-articular injection under fluoroscopic guidance. Preoperative diagnosis: ddd of the left hip and pain in the left hip to the groin, feet, back. On (B)(6) 2010, the patient underwent the patient underwent left l5/s1 transforaminal epidural steroid injection. Preoperative diagnosis: lumbar radiculopathy, low back pain. On (B)(6) 2010, the patient was presented for office visit with low back and groin pain. Assessments: lumbar radiculopathy, lumbar spondylosis, left hip degenerative disc disease, history of spinal cord stimulator lumbar radiculopathy per total pain care. On (B)(6) 2010, the patient underwent the patient underwent left l5/s1 transforaminal epidural steroid injection. Preoperative diagnosis: lumbar radiculopathy. On (B)(6) 2010, the patient was presented with low back and groin pain. Assessments: lumbar radiculopathy, left hip degenerative joint syndrome, lumbar spondylosis, status post spinal cord stimulator placement. On (B)(6) 2011, the patient was presented for office visit with low back pain. Assessments: lumbar radiculopathy, low back pain, constipation. On (B)(6) 2011, the patient was presented for office visit with low back and left leg pain. Assessments: lumbar radiculopathy, lumbar facet arthropathy, laminectomy syndrome, spinal cord stimulator placement. On (B)(6) 2011, the patient was presented with office visit with low back pain and left leg pain. On (B)(6) 2011, the patient underwent the patient underwent left l5/s1 transforaminal epidural steroid injection. Preoperative diagnosis: lumbar radiculopathy, low back pain, left leg pain. On (B)(6) 2011, the patient was presented with left groin pain, low back pain and left leg pain. Musculoskeletal examination: left groin tenderness, lumbar tenderness, positive lumbar facet loading. On (B)(6) 2011, the patient was presented for office visit with pain described as sharp, burning, aching and tingling. Also reported chronic lower back pain. Musculoskeletal examinations: back pain, joint pain, increased lumbar lordosis, lumbar spine tenderness. Psychiatric examinations: difficulty in sleeping, depressions. Assessments: radiating back pain, lumbago, low back pain. On (B)(6) 2012, the patient underwent left l5/s1 transforaminal epidural steroid injection. Preoperative diagnosis: lumbar radiculopathy. On (B)(6) 2012, (B)(6) 2013, the patient was presented with pain to groin with radiating down left leg. Musculoskeletal examination: back pain, limitation of joint movement and muscle pain. Assessment: back pain, low lumbago, radiculopathy, post-laminectomy syndrome, lumbar. On an unknown date in 2013, the patient underwent replacement of stimulator. On (B)(6) 2013, the patient was presented for office visit with chronic leg pain secondary to post laminectomy syndrome. Musculoskeletal examinations: posture abnormal, gait abnormal, lumbar spine tenderness, lumbar spine range of motion abnormal. Assessments: post laminectomy syndrome, chronic lower extremity pain secondary to post laminectomy syndrome. On (B)(6) 2013, the patient underwent left l5/s1 transforaminal epidural steroid injection. Preoperative diagnosis: lumbar radiculopathy. On (B)(6) 2013, the patient was presented for office visit with constant, sharp, shooting, stabbing, burning, aching, throbbing pain. Musculoskeletal examination: back pain, limitation of joint movement and muscle pain. Psychiatric examination: difficulty in sleeping, mood swings, feeling anxious, depression. Assessment: back pain, low lumbago, radiculopathy. On (B)(6) 2013, the patient was presented for office visit with pain to lower back and left groin. Musculoskeletal examination: back pain, limitation of joint movement and muscle pain. Psychiatric examination: difficulty in sleeping, mood swings, feeling anxious, depression. Assessment: back pain, low lumbago, radiculopathy. Since the rhbmp-2/acs surgery, the patient has been suffering from: overgrown bone; nerve injury; constant pain down leg and in back; gastrointestinal problems; numbness; tingling/burning from calves to feet; he has an unsteady gait and at times require a cane to walk; depression; mental anguish. The symptoms included chronic pain from back to legs and in groin area, to feet, numbness, tingling and throbbing pain. He cannot sleep.

Event description:
It was reported that: on (B)(6) 2001 the patient presented with complain of chest pain. On (B)(6) 2003 the patient underwent CT of the lumbar spine. Impression: there is prominent broad based posterior disc bulging at the l4-5 and l5-s1 levels with bilateral neuroforaminal narrowing at both levels as well. There are post operative changes on the left side at l5-s1. On (B)(6) 2003 patient presented for follow-up evaluation. Impression: discogenic back pain in need of lumbar fusion. On (B)(6) 2003, patient presented for follow-up with some abdominal pain post surgery. On (B)(6) 2003 the patient underwent physical exam. Impression: discogenic back pain in need of lumbar fusion. On (B)(6) 2003 the patient complained of head and chest congestion. On (B)(6) 2003 the patient presented with chief complaint of continued localized back and pressure. On (B)(6) 2003 the patient underwent x-ray of the cervical spine. Impression: mild degenerative change. On (B)(6) 2003 the patient presented for follow up for re-evaluation and treatment of pain. On (B)(6) 2004 the patient presented with complaints of low back pain and left groin pain. He underwent a physical examination. Impression: status post two-level anterior lumbar interbody fusion. On (B)(6) 2004 the patient underwent x-ray of the shoulder due to chief complaint of shoulder pain and knee pain. Impression: moderate degenerative change. On (B)(6) 2004, the patient presented for an office visit to undergo pain treatment. On (B)(6) 2004 the patient presented with chief complaint of shoulder pain. On (B)(6) 2004 the patient underwent x-ray of the chest and abdomen. On (B)(6) 2004 the patient presented with the following pre-operative diagnoses: lumbar facet arthropathy, lumbar degenerative disk disease and lumbar spondylosis. Post lumbar laminectomy syndrome. The patient underwent the following procedure: left sided lumbosacral facet injections, diagnostic and therapeutic, levels l2-3, 3-4, 4-5 and 5-s1. On (B)(6) 2004 the patient presented for an office visit. On (B)(6) 2004 the patient presented for a comprehensive mental status examination.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.